Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot mpz505, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a radical thyroidectomy on (B)(6) 2019 and suture as used. During the procedure, the suture pulled off the needle. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.